Event description:
It was reported that during a laparoscopic sigmoid colon, the applier was being used to ligate the smaller vessels when the first couple were formed properly. When the third clip was fired, the clips were malformed and feeding sideways. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Device is not being returned by user.

Event description:
It was reported that during an anterior resection procedure, the device was placed on the large bowel and fired. At this point the white casing on the handle split down the middle and the device would not open. This was the first firing. Still on the bowel, the device had to be cut out of the patient - using another device and another same device. The customer still has the device (although seen by rep) as it is hospital policy not to release equipment. Procedure prolonged 30 minutes. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
The analysis results found that the lts60a device was received with the handles jammed and with a green cartridge reload loaded in the device. The reload was received partially fired and with the lockout spring normal. The clamping and firing mechanism were noted to be damaged. No functional test could be performed due to the condition of the device.the device was disassembled to verify the condition of the internal components and the left pinion axle support and the firing trigger teeth were found broken.while no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected.a batch record review was performed and no anomalies were found during the manufacturing process.